Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the patient side cart (psc) shut down due to a non-recoverable fault, and the customer was unable to restart the system. At the time the system went down, the surgeon was in the process of dissecting the bladder neck. The site first contacted the clinical sales representative (csr), who arrived on-site within 5 minutes. They then called the technical support engineer (tse) team and attempted to troubleshoot the issue. The tse confirmed that the system was not connected to onsite, and they were unable to check the live system logs. They performed a hard power cycle, and the emergency power off (epo) button was pressed and released. The psc would not start in stand-alone mode. The user advised that one red light and one green light were flashing. The tse recommended that they try a different power outlet, as the issue could be insufficient power in the battery. The csr confirmed that the psc had ac power connected the entire time; they also confirmed that the vision side cart (vsc) started without the psc, and onsite was connected. However, the tse was still unable to access the system logs remotely. The csr power cycled the vsc, but then the system was unable to establish an onsite connection. The tse advised the staff to check the network cable connection from the wall to the vse. Ultimately, after a 60-minute delay for troubleshooting, the surgeon decided to abort the case, as this issue could not be resolved over the phone. The tse dispatched a field service engineer (fse) to the site and requested that the system log be manually updated. System functionality was checked upon powering on the system, and no issues or errors were noted. There was no serious deterioration or clinical instability of the patient during the delay for troubleshooting the system; however, the patient was under general anesthesia for an additional 60 minutes, as a result of the delay. Once the decision was made to abort the procedure, the psc was manually undocked. The patient's bladder neck was reapproximated laparoscopically to their prostate, using the existing robotic ports; no port incisions were increased, and no additional ports were placed. The procedure was then aborted. The patient remained in the hospital as they awaited a reoperation to complete the robotically assisted prostatectomy procedure. Because the closure of the bladder neck was a temporary fix, the patient required the reoperation within 24-48 hours; if the system were not repaired, the patient could have potentially undergone an open procedure instead or been transferred to another hospital. The patient remained catheterized as they awaited the reoperation, and they experienced significant pain during this time, reportedly due to non-compliance with pain management directions. It was unknown which medical interventions were required to resolve the patient's pain. The reoperation occurred two days following the initial procedure, and no intra- or post-operative complications occurred. The reoperation was also robotically assisted, and it was successfully completed. The patient's current status is unknown; however, the surgeon does not have any concerns regarding long-term complications for this patient as a result of this issue.

Manufacturer narrative:
Based on the current information provided, the cause of the system issue cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event, and two parts were replaced to correct the reported problem. The system was tested and verified as ready for use. Isi received the system power manager (spm) unit associated with this complaint, and a failure analysis (fa) investigation was completed. Per fa, the reported failure could not be reproduced; however, the error/fault was confirmed via system logs. The spm was received in good condition. It was tested on the printed circuit assembly (pca) system; it was programmed, and the system started in normal mode, with no errors and/or failure messages. The axes were all verified, with no errors or failures. The system was power cycled 10 times, and it passed all 10 times. The assembly remained on the system for 1 hour in normal mode, with no failures. The patient side cart (psc) was driven successfully, with no error messages and/or failures. An advanced system log review for the reported procedure was conducted by a failure analysis engineer (fae). The fae confirmed that an abrupt shutdown occurred, which would have been visible to the user as communication errors displayed on the vision side cart (vsc) and surgeon side console (ssc). Per the fae, the fa technicians were able to confirm that the event occurred, based on the communication errors in the system logs, indicating that the vsc and the ssc had lost communication with the psc. Due to how abrupt this shutdown was, no relevant power errors were logged immediately following the event. Per the logs, prior to this procedure, several errors are present indicating that the psc switched from ac power to battery power. These were an indication that power-related faults were beginning to occur. In addition to the spm that was returned and evaluated by fa, a second component was replaced by the fse. This component was the upd (universal power distributor), and a failure of this pca would be consistent with the reported event.

Manufacturer narrative:
Correction: in the initial report submitted on 18-oct-2023 (MFR report number, it was reported that the upd (universal power distributor) was replaced by the intuitive surgical, inc. (Isi) field service engineer (fse) in addition to the system power manager (spm) unit associated with this complaint. However, on (B)(6) 2024, it was confirmed that the upd was not replaced.

Event description:
Refer to h10/h11 for follow-up information.